Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, noise reversion episodes were triggered during high voltage lead impedance measurements on the implantable cardioverter defibrillator. The patient presented in clinic. Upon interrogation of the device, high lead impedance was noted on the right ventricular lead. The physician elected not to reprogram the device and have the patient present for a non-invasive program stimulation procedure. The physician would consider lead revision if necessary. The patient was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the device was explanted on (B)(6) 2019. The lead was capped on (B)(6) 2019.